Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components replaced as both cylinders herniated out of the corpora. The reservoir was retained and revised. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.